Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 13.2 mg/dl, and the repeated result was 9.63 mg/dl. The repeated result was believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative decontaminated the system, replaced the sample probe, and performed checks. The investigation is ongoing.